Event description:
The surgeon was using the device to position and deploy surgical mesh as part of a laparoscopic hernia repair. The device successfully deployed the mesh as intended by the surgeon, but the device would not retract/close. The surgeon noted a wire protruding from the device. The surgeon was able to use a grasper to re-position the wire and close the device so it could be retracted from the patient. The surgeon was able to complete the procedure as intended with no harm to the patient.